Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, photographs of the sample were provided for evaluation. The provided pictures show that the access line is disconnected from the access sample site. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The supplier of the component has been notified of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood leaking at the artery sampling site of a prismaflex m150 set ckt, when treatment had just started. This led to an external blood loss of 2-3 drops. The blood in the line was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.